Manufacturer narrative:
One device was received for evaluation. Visual inspection found contamination on the downstream occlusion seal and upstream occlusion seal. The event history log was unable to be downloaded due to error code 1720 on the pump display. Functional testing was able to duplicate the reported problem. It was determined that the broken wire on the backup capacitor was the root cause, and the backup capacitor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a last error code 1720. There was no patient involvement.